Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the foam on the tube holder strap of a bc309 infant interface bonnet had peeled off. This was noticed during use on a patient. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the foam on the tube holder strap of a bc309 infant interface bonnet had peeled off. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The bc309 infant interface bonnet is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint bc309 infant interface bonnet was returned to fph in (B)(4) for inspection. The returned device was visually inspected. An attempt was also made to obtain additional information from the hospital regarding their storage conditions and possible chemicals that had come in contact with the complaint bonnet. Results: the returned bc309 bonnet was packed in an unsealed plastic bag without manufacturing label. Visual inspection revealed that the brushed nylon of the bonnet's tube glider strap had peeled off from the polyurethane foam; however, the foam itself had not degraded. The hospital reported to an fph representative in germany that once they have opened a box of infant interface bonnets, the devices are placed in a separate plastic container, kept in a storage room with temperature of 23 degrees c to 26 degrees c, and used based on "first in, first out" system. The hospital staff confirmed that the plastic container is properly covered, and is neither exposed to sunlight nor to fluorescent lamp. Additional information provided by the hospital revealed that an ointment "pflegesalbe" had been applied on a patient while the bc309 bonnet was being used. The ointment contains medium chain triglycerides and hydrous wool wax alcohol cream dab. It was also reported that the hospital staff are using "ahd 200" solution to disinfect their hands before touching their patients. The said disinfectant contains 79.9 g of 96% ethyl alcohol. A lot check was not performed as no lot information had been provided. Conclusion: based on our inspection and information provided by the hospital, we could not determine the root cause of the fault observed on the bonnet's tube glider strap. All bonnets are visually inspected during the packing process to ensure that the parts are complete and undamaged. The integrity of the glider straps are also checked prior to placing the bonnet inside the immediate packaging. Any bonnet that does not pass these inspections are rejected. This suggests that the subject bc309 bonnet passed the inspection before it was released for distribution. Our user instructions also provide comprehensive information regarding the correct fitting and proper use of infant interface, including bc309 bonnet. (B)(4).